Manufacturer narrative:
Additional information provided in d.4., d.9. And h.3. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, it was noted that the surgeon felt resistance with company injector when attempting to insert the iol, they stopped, replaced the injector, cartridge and got a new lens and proceeded without patient harm. Additional information has been requested.

Manufacturer narrative:
Additional information provided in h.3., h.6. And h.11. One opened company handpiece injector was returned for the report of resistance when attempting to insert the intraocular lens (iol). A visual inspection of the injector was performed and was found to be conforming. A dimensional inspection for plunger position height was performed and was found to be conforming. A functional thread to barrel engagement check was performed and was found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned sample was found to be conforming for all visual, dimensional, and functional testing associated with the reported event; therefore an injector with resistance while attempting to insert the iol as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. The manufacturer internal reference number is: (B)(4).